Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: battery compartment cracked from the top. Battery compartment leak, evidence of moisture corrosion is only in battery compartment, and on battery cap. Other parts of pump don¿t have moisture. Use returned battery cap, battery cap does tighten fully. Due internal moisture damage pump is unresponsive, unable to power up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).